Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a battery out limit alarm. The customer's blood glucose level was unknown. The customer reported that they replaced batteries 3 times in the last 3-4 days but got a message that said battery out limit with the battery still in the pump and later they got a low battery alarm. The customer reported that they were unable to clear the alarm and did not receive request to rewind the insulin pump. The customer declined troubleshooting for low battery alarm. The insulin pump will not be returned for analysis.